Manufacturer narrative:
The customer called technical support to report that the tidal volume was zero-- the staff found that the ventilators that were used to treat patients with breathing difficulties were consistently at zero tidal volume and were not working properly. The device was restarted, but the issue remained. The device needs to be replaced immediately to continue treatment, and the equipment engineer needs to be notified immediately. Per good faith effort (gfe) response, the authorized service provider (asp) confirmed the reported issue and stated that there was in fact no patient harm. The asp also found that the flow sensor was faulty and mentioned that the flow sensor was exchanged, but no repairs were completed as the customer declined service and repair and went with a third-party vendor. No additional case details regarding the reported issue are available. The investigation concludes that no further action is required at this time.

Manufacturer narrative:
E1: reporting institution phone: (B)(6). Reporter phone number: (B)(6).

Event description:
Philips received a complaint from the customer indicating that the v60 ventilator used to treat a patient with breathing difficulty was consistently at zero tidal volume and was not working properly. Restart of the device did not resolve the issue, and fault persisted. The device was replaced with the same type of equipment immediately, and treatment was continued. No other clinical information or medical intervention was reported. Due to the customer answering yes to the allegation of injury and patient harm questions, the event is reported as an adverse event. Additional information regarding this event has been requested. The investigation is ongoing.